Event description:
Subsequent to the initial MDR, upon further evaluation of the customer complaint, it was verified that "no values" resulted in the historical data being deleted. Therefore, this is a non-reportable complaint. No additional patient or event information in available. Contents of field are included below due to e-submitter mapping issue encountered beginning on 07/06/2017 whereby contents are not populating on packaged medwatch 3500a form: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the system check passed with no values at 2:00 am. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.